Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged housing. During analysis, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Service will replace the back-up cap to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the smiths medical cadd legacy exhibited error 1720. No patient consequences were reported. No adverse effects were reported.